Manufacturer narrative:
The investigation verified there is a software issue with the cobas infinity. Concurrent execution of multiple host message threads is not managed correctly, leading to incorrect patient information being displayed on the validation screen.

Event description:
The initial reporter stated they had an issue with the cobas infinity software version 3.05.07. The customer alleged that the cobas infinity system displayed incorrect patient information on the validation screen. Information for a different patient is shown.